Event description:
It was reported there was a loss of therapeutic effect. All of the programs were tried and the upper limit of the device was reached. The device had been reprogrammed "numerous" times. An x-ray was performed showing the lead was in "good" position. The hcp stated the pt had a "sensation to the rectum." The impedances were measured, and some of the electrode pairs were >400 ohms. The hcp stated this was a non-serious injury/illness and suggested the lead be revised.

Manufacturer narrative:
(B)(4).